Event description:
The dealer alleges that the actuator is not functioning on a rpa450-1 lift.

Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.